Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was oversized on the right side and created a bowing effect. The patient underwent surgical intervention to explant the right cylinder and implant a smaller cylinder and rear tip extender. There were no patient complications reported.

Manufacturer narrative:
A correction was made to the b3 date of event and d6b explant date. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was oversized on the right side and created a bowing effect. The patient underwent surgical intervention to explant the right cylinder and implant a smaller cylinder and rear tip extender. There were no patient complications reported.